Event description:
It was reported that a user of the ilet experienced hypoglycemia with a documented glucose of 41 mg/dl after a dinner announcement and subsequent postprandial rise to 270 mg/dl, after which the pump delivered correction insulin and the glucose later dipped low; the user also noted a small unannounced dessert. Symptoms included low blood glucose with associated hypoglycemia. Outcomes included self-treatment with 15 grams of carbohydrate per hypoglycemia protocol, repeated checks until recovery, and stabilization to 75 mg/dl without medical intervention or hospitalization. Investigation included review of uploaded device and glucose data, assessment of meal announcement and timing, and user education on early-use algorithm learning and snacking practices. Investigation of this case revealed that the event occurred during the second day of therapy while the system was adapting to individual insulin needs, with an unannounced carbohydrate intake likely contributing to a post-correction dip, and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear and consistent with early adaptation and user-related factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.